Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. The customer added more insulin to the cartridge to resolve the issue. Customer¿s blood glucose level ranged from 251-271 mg/dl.